Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside of the reservoir. Customer¿s blood glucose level was 380 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for air bubbles was performed. Customer advised they had multiple large air bubbles inside of the reservoir. Customer advised they followed up with their healthcare provider and were unable to resolve the issue. Customer was advised a local representative would meet with them to assist and educate them more regarding air bubbles anomaly.